Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during testing the external pulse generator lost power. The biomedical engineer replaced the battery and the device lost power two more times but after that it stayed powered up during repeated testing. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the generator lost power. Analysis did find that the lower case, ring cover, both bail covers and the battery drawer were broken, the ring was bent and the keyboard was scratched.

Event description:
It was reported that during testing the external pulse generator lost power. The biomedical engineer replaced the battery and the device lost power two more times but after that it stayed powered up during repeated testing. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.